Event description:
Customer reported via phone call that they received a lost sensor. Customer states that the blood glucose reading is 164 mg/dl.

Manufacturer narrative:
Reliability analysis: inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors cannula broken and retraced to the other side of sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. 1 remaining sensor performed bicarbonate buffer test. Sensor passed per spec with accurate readings.